Event description:
The pt was prepared for a small biax wrist implant on 1999. When the implant box was opened; the sealed pouch was found to be empty. The surgeon was forced to implant a size medium biax wrist and he has expressed concern about the outcome for the pt.